Event description:
It was reported that a 550cc mentor cpx 4 breast tissue expander with suture tabs deflated during a primary breast reconstruction surgery. The event occurred during the instillation into the patient's breast pocket. It was noted that the device had a defect on the surface and leakage was detected visually. As such, the device was not utilized. Despite this, the surgery commenced without any reported delays and a new device was not used to complete the implantation. No reported adverse events or patient outcomes were reported.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 09, 2022, mentor became aware an error was submitted. As the reported event had no patient consequences or adverse events, the reportable event is deemed a malfunction. The initial report included this event as serious injury, which is incorrect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 22, 2024, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the tissue expander appears deflated but no rent/puncture could be observed. Manufacturer¿s reference number: (B)(4).